Manufacturer narrative:
(B)(4). The srt replaced the gut assembly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, one of the rollers in the gut assembly would not spin freely and another would not spin smoothly. There was no patient involvement.